Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detached from connector, which cause the patient blood glucose levels was elevated to high, therefore patient had received correction injection via mdi. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.